Event description:
It was reported that the procedure was to treat an av fistula. The 4 x 20 mm foxcross balloon catheter was prepared per the instructions for use (IFU) and advanced to the lesion without issue. During the first inflation to 14 atmospheres (atm), a leak was noted at the hub. The foxcross was easily removed, and a non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and analysis preformed, which confirmed the reported leak at the hub. The root cause was unable to be confirmed if the leak was initiated during manufacturing or during preparation of the device for use. A query of the complaint-handling database indicated that there have been no similar complaints from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found no product deficiency and no evidence that a larger product population has been impacted by this issue. A leak in the hub has a low occurrence rate. This type of reported complaint will continue to be monitored per local quality procedures.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.